Manufacturer narrative:
Concomitant medical products: 429878 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after breast reconstruction surgery, the cardiac resynchronization therapy defibrillator (crt-d) moved and was uncomfortable for the patient. The device was repositioned and remains in use. No further patient complications have been reported as a result of this event.